Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s thoracic lead had high impedances resulting in effective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post op.

Event description:
It was reported that the patient¿s thoracic lead had high impedances resulting in ineffective therapy

Manufacturer narrative:
As reported the complaint of high impedance was confirmed. As received, microscopic inspection of the lead revealed all wires broken and that would cause high impedance issues. Corrected data: b5.